Event description:
It was reported that the vns patient¿s existing generator could not be interrogated prior to replacement surgery on (B)(6) 2014. The failure to interrogate was believed to be due to end of service. The patient¿s replacement device was successfully interrogated during surgery. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.